Manufacturer narrative:
The returned device was evaluated and the investigation found no problems that would contribute to the device failing to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 25.7 mmol/l (462.6 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient had eye surgery the day before to the event, tried correcting the high levels by increasing the temporary basal rate and administering manual injections with a pen, but the bg levels did not decrease. At the hospital she was placed on an intravenous therapy (IV) of insulin.